Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had been scheduled for a surgery for an unknown reason.

Manufacturer narrative:
Additional information indicates that there were no allegations against the lead. This device is no longer considered reportable.

Event description:
Additional information indicates that there were no allegations against the lead.